Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g. Device infolding, excessive device compression, endoleak, wire fracture, migration).

Event description:
On the event date, this pt was implanted with gore tag thoracic endoprosthesis for a penetrating ulcer on the inside curve of the transverse arch. Two gore tag thoracic endoprosthesis were placed, however, the devices were moved distally upon ballooning with the gore tri-lobe balloon. Post-deployment angiography revealed insufficient proximal seal. A palmaz stent was implanted proximal to the gore tag thoracic endoprosthesis, however, the palmaz stent deployed distal to its desired location. Upon dilation, this stent moved proximally, unintentionally covering the left subclavian artery. A balloon was used to pull the palmaz stent and the two gore tag thoracic endoprosthesis distally. A third gore tag thoracic endoprosthesis was implanted, but during advancement this device moved the palmaz proximally. The physician attempted to remove the undeployed gore tag thoracic endoprosthesis endovascularly from the pt, however, the device could not be removed and a cut-down procedure was performed to remove the device. At an unk date, the pt suffered a significant cerebral event. The physician attributes the stroke to manipulation during the primary procedure. The pt is reported as not doing well.